Event description:
Leakage during an embolectomy procedure. The surgeon noticed there was a leak at the level of the irrigation connector, and he had to change for another embolectomy catheter.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. The catheter was found to have leakage between thru-lumen extension tube and the y fitting when pressurizing the inflation lumen, due to a partial adhesive separation.